Manufacturer narrative:
The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement". According to received information, the ventilator was being moved inside the safety line and the wheels of the ventilator were unlocked. The gauss safety line was reportedly marked on the floor. Our conclusion is that the incident was caused by the user not following the requirements for use of the ventilator in mr environment.

Event description:
It was reported that the ventilator was magnetically attracted to an mr scanner. There was no patient involvement. Manufacturer's ref #: (B)(4).